Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue end cap on an unspecified number of clearlink system continu-flo solution sets were difficult to disconnect. The connection issue resulted in the customer damaging the set while attempting to disconnect the blue cap. The damage was further described as completely tearing the end of the set while trying to get the blue end off. This event occurred during setup/preparation and prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between august 03, 2018 - august 04, 2018. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The capacity to remove the tip protector was evaluated and it was noted that tip protector could not be removed. During the sample analysis, it was noted that the cap of the male luer had a brilliant layer which was evidence of the presence of solvent which is used to bond component unions during manufacturing. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.